Event description:
Information received from the field notes that the patient reported for a scheduled office visit asymptomatic. A surface ECG revealed a magnet rate of 60 ppm. Several attempts to interrogate the device were unsuccessful. The last transtelephonic check on april 5, 2006, revealed a magnet rate of 60 ppm. One year previous, the measured battery data was 2.73 v, 55 ua, <1 kohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received